Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent high blood glucose readings while using the system with inset infusion sets, with a reported maximum of 273 mg/dl and no noted leaks, kinks, bent cannulas, or occlusion alerts; the user administered manual injections and planned to try contact detach infusion sets, and additional training and data review were initiated. Symptoms included hyperglycemia without reported associated symptoms. Outcomes included user-performed corrective therapy with injections and no medical intervention or hospitalization. Investigation included troubleshooting support and education with a plan for clinical team review of device data. Investigation of this case revealed no device malfunction reported or confirmed at the time of contact, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.